Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns was now indicating high impedance with dcdc code of 7 and the patient was being scheduled for surgery to replace her lead and generator. Surgery to replace the patient's generator has occurred. Surgery to replace the patient's lead and generator has occurred. Attempts for the return of the explanted products are in progress. Attempts for further information have been unsuccessful to date. No adverse events have been reported as a result of the high impedance.

Event description:
Additional information was received indicating that the explanted lead and generator were discarded.

Manufacturer narrative:
Age at time of event or date of birth, corrected data: initial report inadvertently listed an incorrect birth date.